Event description:
According to the reporter, during a laparoscopic cholecystectomy, the trigger could not be squeezed when the clipping was attempted. The device component fell into the patients cavity and was able to retrieved. A new clip applier was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tube revealed that the instrument was partially fired with ten clips remaining. The handle was not in the correct position. Functional testing found that the jaws would not close upon actuation of the handle. The shaft was removed from the instrument body and the body was disassembled for visualization of internal components. The safety interlock channel lugs were broken. It was reported that a component disengaged and there was an interlock premature issue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when an attempt is made to fire the instrument without first loading a clip by using the trigger. The safety interlock feature is designed to prevent the jaws from closing on a vessel in the absence of a loaded clip. If an attempt is made to forcibly fire the instrument while engaged in interlock, the lugs are designed to break as noted and the interlock feature continues to function as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.